Event description:
It was reported the gastrointestinal videoscope had foreign material in the channel tube. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown if there was a delay in the start of the pre-cleaning, if the nozzle with wiped with lint-free cloths, brushes, or sponges, and if if the nozzle was flushed with water and air. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Gif-290 series, operation manual, chapter 3 ¿preparation and inspection¿ gif-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.